Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pericardial effusion was noted when the implanter injected contrast through the pig tail catheter. The access system was not deep seated in the laa prior to the deployment of the closure device.

Manufacturer narrative:
Patient age at time of event: 70s. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-03289. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman &#59393;access system was used and a watchman laa closure device was successfully implanted. However, a pericardial effusion occurred during the procedure. After the procedure, a pericardiocentesis was performed. The patient remained stable throughout and the closure device remains implanted.